Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
The patient was revised to address pain.

Manufacturer narrative:
The acetabular cup was not revised as part of this event. Cup remains in situ. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Revision due to pain and alval / soft tissue reaction.

Manufacturer narrative:
.

Event description:
Update ()(4) 2017: claim letter, asr snapshot, and reconciliation patient name received. Added complainant information. This complaint was updated on: (B)(4) 2017.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Upon further review, this is a duplicate report of 1818910 -2015 -22991 this report, 1818910 -2011 -03021 will be rejected. 1818910 -2015 -22991 will be kept for investigation purposes.

Event description:
The patient has had an asr revision. Specific details regarding the report are unknown.